Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported that the pump was supposed to be replaced on wednesday, however, they were not able to do so due to a seroma that was overlying the pump. The hcp reported they had aspirated 220 cc from the seroma and then another 70 cc from the seroma. They brought the patient in today for a refill and the seroma did not seem to be an issue. The rep was unaware of a reason of pump replacement at this time. Additional information was received on 2022-06-10 from the hcp via the rep and indicated the hcp was having difficulties locating the pump reservoir for the refill. The hcp reported they were using the appropriate mdt refill kit with the template and are using fluoroscopy and x-ray. It was noted the pump was a bit on its side and tilted. The hcp described the pump from an anterior posterior (ap) view from x-ray and based off description it sounded like the pump was flipped (cap was pointing counter-clockwise). The hcp stated he would see about flipping the pump back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the reason the pump was going to be replaced on wednesday initially was due to the pump being flipped and the hcp being unable to access the reservoir. The patient was being referred out for the replacement. It was not yet scheduled because the patient had a low platelet count and other medical concerns. The patient was on oral medication for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the healthcare provider (hcp) was unable to refill the pump with multiple attempts and unsuccessful catheter aspiration. It was suspected that the pump was flipped. Diagnostics/ troubleshooting included imaging and catheter access. The patient was sent to a surgeon for replacement as the pump had been empty for over 6 months due to inability to refill. The patient had other medical comorbidities that continued to cancel surgery on the days scheduled. The pump was replaced on (B)(6) 2022. The issue was reported to be resolved at the time of this report. The patient's weight and medical history were asked but unknown. The patient was reported alive with no injury.